Event description:
The customer stated the device gives lead fault messages. The problem was found during a routine check. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service verified the complaint. Visual inspection of the device identified that a cable became disconnected from its associated connector on the preamp board. Reseating of the cable resolved the issue. Upon completion of the repairs, the device passed all release testing and was returned to the customer.